Event description:
Consumer claims to have had ears pierced with the inverness ear piercing system at a retail store around 8/1997. She sought medical attention on 10/21/97 & was prescribed antibiotics.